Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 65-year-old male patient with a past medical history of renal insufficiency, presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage c shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was an impella stop alarm. The impella was unable to be restarted, requiring an exchange to another impella 5.5. The patient was returned to the operating room (or) for the exchange, upon removal of the catheter and cannula, the cannula fractured at the motor junction. The surgeon was able to clamp the graft and remove the cannula from the graft. It was noted that the patient's anatomy was tortuous during initial impella insertion. No excessive force was used during removal. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 4.6l/min as intended. The fractured cannula during removal could be attributed to the patient's tortuous anatomy and/or user technique. The exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The clinical details state that there was an impella stopped alarm and the device was explanted. Due to a lack of sufficient clinical details and no logs or product returned, the cause of the pump stop cannot be established. The pump passed all the post sterile inspection checks.